Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation reviews of the complaint history, device history record, instructions for use (IFU), quality control procedures, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed there was an unknown fiber found within the sealed package. The seal was complete and intact. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not otherwise made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with this device, which states "supplied sterilized by ethylene oxide gas in peel-open package...sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile...upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided and the examination of the returned product, investigation has concluded that this event could be traced to a manufacturing and quality control deficiency. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being taken to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to use, a hair was found inside the sterile package of an advance 35 lp low profile balloon catheter. The device did not make patient contact.